Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl range, cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor reads "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection and drank water to address elevated blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.